Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found the dso seal to be coming off. There was no evidence in the event history log. It is unknown if the reported problem was duplicated, as no information was provided; however, the device exhibited an accuracy problem. The root cause was determined to be the dso seal and the expulsor. The dso and expulsor were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent into the service center for repair. No additional details were provided by the customer. There was unknown patient involvement.